Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the cranial mesh plate was observed to be broken. However, a root cause for the reported issue cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - manufacturing location: supplier ¿ (B)(4), packaged and released by: monument release to warehouse date: 13-feb-2015 , part number: 04.503.122, ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid, lot number: 7855414 (non-sterile) , lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns015521 rev c met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 04-feb-2015 was reviewed and determined to be conforming. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 22006, ti2si.60 lot number: 7770130 lot quantity: (B)(4). Material certification supplied by supra alloys dated 31-jul-2014 was reviewed and determined to be conforming. Lot summary report dated 13-aug-2014 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - 07-jun-2021: DHR reviewed by: (B)(6). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: post-op mesh breakage. It was reported that the patient about (B)(6) years old was given cranioplasty on (B)(6) 2016. The patient is hemiplegia and at home to recuperating. In (B)(6) 2021, went to the hospital for re-examination, and found the mesh was broken. The patient is stable now and would not do a revision operation. This complaint involves (1) device. This report is for one (1) ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid. This report is 1 of 1 for (B)(4).